Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
The patient, along with her parents, contacted animas alleging that she was in the middle of delivering a bolus and it was cancelled without her pressing any buttons. According to the pump's bolus history, 0.90 units of 6.90 units were delivered and it was noted to be cancelled. The pt reportedly was able to deliver the remaining amount of insulin with no cancellations. The keypad reportedly is intact and the buttons all feel normal and bounce/spring back. There was no reported patient impact associated with this complaint. However, this complaint is being reported because the delivery of a bolus reportedly was cancelled with no user intervention. A replacement pump was sent to the patient.